Event description:
Analysis of the flashcard was completed on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. Analysis of the handheld was completed on (B)(4) 2014. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Event description:
It was reported that the neurologist¿s handheld device had a frozen screen. The handheld device was charged and a hard reset was performed, but the issue did not resolve. The handheld device and software flashcard were returned to the manufacturer where analysis is currently underway.